Manufacturer narrative:
(B)(4) date sent: 7/17/2026. Photo analysis: visual inspection was conducted on the device via review of an x-ray image. An x-ray image of the device in vivo was reviewed by a medical safety officer, who observed a discontinuous device. The mechanism or cause of failure could not be determined as hands-on analysis of the device was not possible. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 11448, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? When did the recurrent reflux start? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had the linx device lxmc14, lot 11448, implanted (B)(6) 2016. She came in for recurrent reflux. A CT stone protocol dated (B)(6) 2025 shows a discontinuous linx device. Patient had initial relief of reflux, but it has returned recently. No MRI since device implantation and no surgery in the area of the linx since implantation. No dilation of esophagus since linx implantation.